Event description:
The patient stated her infusion device is not alarming the low cartridge warning (a1). She stated that she has changed her insulin cartridge 4 times since using the infusion device and she has never received the a1 warning. She stated that in 2007, her her blood glucose rose to 458 mg/dl and she stated at 1:27am, she received the e4 alarm (occlusion). She stated that she then found her insulin cartridge was empty. She stated she then changed her insulin cartridge and bolused to lower her blood glucose. She stated that again on 1/8/2007, her blood glucose rose to 464 mg/dl and her insulin cartridge was empty. She stated that she pressed the check button on the infusion device and it said she still had 117 units of insulin remaining. The patient was advised to switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.